Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, an issue related to the keypad was observed. The device was not in patient use. The device's front panel/keypad led board was replaced to address the issue.